Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that during a permanent implant procedure on 29aug2022, the patient experienced a wet tap, symptoms were treated with a blood patch wherein no further complication occurred.

Manufacturer narrative:
A cerebrospinal fluid leak (csf) during implantation was reported to abbott. Patient has not experienced a headache or nausea/vomiting. Csf leak is resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.